Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows cfb logging is visible from (device time) 13/08/2021 11:25:34 till 13/08/2021 11:31:43. Its visible as per the log entry "vent state-1" the ventilation is running, with the last setting till the unit turned off at 13/08/2021 11:31:43. Nurse call is active, red alarm lights were on and the buzzer is active. The unit start to work normally after the next restart at 31/03/2021 12:04:58. Installed software version is (B)(4) prior to cfb logging "internal o2 sensor thread sampler" error log message is visible at 13/08/2021 11:25:27. As a resolution software bug in improved internal o2 sensor communication handling found in (B)(4). This issue is resolved with (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 screen showed "bellavista detected a user interface issue". The nurse confirmed that the ventilation continues and no patient harm reported from this event.